Manufacturer narrative:
Device received with cracked battery tube threads, broken belt clip lot and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 49 mg/dl. Customer treated low blood glucose by eating raisin and drinking milk and after half an hour her blood glucose value was 125 mg/dl. Customer also reported crack on the battery compartment and the clip fell off. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer did not continued with the troubleshooting. The device will be returned for analysis.